Manufacturer narrative:
Jack linkage.

Event description:
It was reported by service report that the head of the bed drifts down. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.